Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side removal was noted as "rupture". Device explanted. Left side.

Event description:
Healthcare professional reported left side "deflation of implant with volume lost.". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.